Event description:
Related manufacturer reference number:2017865-2023-94771. It was reported that the patient presented to the clinic for a follow up. Upon interrogation, fluoroscopy imaging showed the right ventricular (rv) lead was dislodged. The next day, the patient was examined and it was found that the new rv lead also dislodged. The new rv lead was explanted and device was programmed to single chamber atrial pacing. There were no adverse consequences to the patient.

Manufacturer narrative:
The lead was returned due to dislodgement. Final analysis found that as received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. Visual and x-ray examination did not find any anomalies on the lead except for the damage consistent with that occurring at the time of the procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.